Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) alleging that her son's onetouch ping meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation and additional information obtained from the patient during a follow-up telephone call. The reporter stated that the alleged inaccuracy began on (B)(6) 2014 around 9:00 am. The patient manages his diabetes with an insulin pump. The reporter stated that her son had been affected by the flu since the previous day and had become unwell and sick at school at 9:00 am. Shortly afterwards he was tested with the subject meter and the result was "6.9 mmol/l". The reporter considered this result was normal for the time of day. The reporter took her son home and gave him orange juice. She tested him again with the subject meter at 11:00 am and the result was "3.9 mmol/l". The reporter was surprised with this result and gave her son glucose gel, some of which he "threw up". The reporter stated that at 11:30 am, her son looked "low" and began passing out and was taken to ER. At ER, her son was given paediatric electrolyte and was tested again 3 hours later. The result from the subject meter was "approximately 18 mmol/l". The patient's insulin pump indicated "1.6 units" of novorapid; however after discussion the doctor instead administered "0.8 units" of novorapid. 15 minutes later, the patient looked "low" and was tested with the subject meter and the results were "3.0, 2.7 and 2.6 mmol/l". The doctor tested with a hospital device and the result was "2.2 mmol/l". Approximately 2 minute later, the patient became unconscious and was treated with 1 mg glucagon. The patient returned home at 9:30 pm that day and was tested with the subject meter before bed, and the result was "23 mmol/l".at 1 am the following morning, the reporter tested her son's blood glucose with the subject meter and a new vial of test strips, and the results were "16.7, 8.4 and 3.3 mmol/l", all taken within 20 minutes of each other. The reporter also tested using a backup device and the result was "3.6 mmol/l". The reporter gave her son some icing sugar and apple juice. At the time of initial troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the test strips had not expired or been open for longer than the discard date, the patient was using an approved sample site, the patient was using the correct testing technique, the test strips were not identified as counterfeit/suspect and the test strip vial was not cracked or broken. The csr also noted that the patient did not have control solution available to perform a walk-through test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): the adverse event associated with this complaint has been reported on a related complaint. There is no evidence that the alleged issue caused or contributed to a serious injury as the patient's reported symptoms developed prior to the alleged inaccurate erratic. The alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (01/24/2015).the patient¿s meter has been returned on 12/19/2014 and evaluated by lifescan product analysis on 1/13/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (02/24/2015). The patient¿s test strips have been returned on 1/28/2015 and evaluated by lifescan product analysis on 2/12/2015 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.